Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the missing material occurred outside of the procedure. No fragment falling from the instrument while it was used within the patient. The patient did not return to the hospital due to experiencing any post-surgical complications related to retention of foreign material.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The force bipolar instrument was analyzed and found to have a broken grip at the grip base of grip tip. A piece measuring approximately 0.1665" x 0.6050 " was found to be broken off. The broken piece was not returned with the instrument. Further investigation found a broken conductor wire at the distal clevis. The broken conductor wire was due to broken grip tip. The instrument failed the electrical continuity. No thermal damage was found on the instrument. Additionally, the instrument was found to have a broken molded insulator at the distal end measuring roughly 0.3325" in size. The broken piece was not returned. Components adjacent to this broken molded insulator showed damage. The grip was broken. The probable root cause of a broken grip tip is attributed to use conditions. Damage to the instrument can occur while performing "off-label" surgical applications, such as needle bending/driving and suture snapping, or mishandling the instrument. Grip tip fragments may result when the metal injection molding (mim) is not retained to the overmold (om) during use. The probable root cause of a broken molded insulator is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal. The probable root cause for the broken conductor wire is attributed to component failure. When the instrument is moved by the surgeon in a grasp/pull/pitch motion, its grip can become dislocated. Grip dislodging may pull the conductor wire out of the routing groove.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, force bipolar (fb) conductor wire was found broken. The customer used a backup instrument to continue with the procedure. No fragment fell inside the patient. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the cable was loose and still intact. There was no loss of cautery or thermal damage. No arcing was observed.